Event description:
A customer contacted beckman coulter inc. (Bci) stating that the modular chemistry (mc) collar wash was leaking creating a puddle in front of the synchron lx20 pro clinical system. No operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 and replaced the mc wash collar. The fse also aligned the mc crane and cleaned out the residual particles from the valve. The fse then ran qc and the system is now operating acceptably.